Event description:
It was reported that the right atrial lead was oversensing far-field r waves, which caused ab and ar markers in the stored electrogram (egm) data, noted after anti-tachycardia pacing (atp). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead (B)(6) 2002; 6974 implantable tachy lead (B)(6) 2002. (B)(4).